Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following nonreportable malfunctions were found during device evaluation: due to wear of angle wire, the play in the up/down knob was out of specification, rubber has a chip, crack and white clouded area. Due to clogging of nozzle, water removal ability does not meet specification. The angle wires become stretched, electrical connector has corrosion due to water leakage, suction cylinder has corrosion. Due to water leakage, paint is peeled, and scratches on various parts of the device. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilize before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The was no delay in starting the precleaning. 4.) The air/water nozzle was flushed with water and air. 5.) There were abnormalities. 6.) The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the stiffness of the insertion part decreased on the evis lucera colonovideoscope. The device was returned and evaluation, and foreign matter was clogging the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.